Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a corrective injection using multiple daily injections (mdi) and did not require assistance from a third party. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. No frequent or recurring occlusion issues were reported, and the case was closed by technical support.